Manufacturer narrative:
Pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm the unexpected restart error alarm or perform the displacement test and unexpected restart error test due to button keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart after the battery has been removed and reinserted and unable to troubleshoot due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.